Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary implant of duraloc liner and locking ring occurred in 2001. Duraloc poly liner and locking ring revised due to poly wear. Complaint date was yesterday. Patient was female. Unknown age. She had a duraloc 50/28 liner and 50mm locking ring revised. Original implant was 2001. No lot details available original liner had become thin on the articulating surface. Surgeon revised with new 50/28 liner and new 50mm locking ring. Doi: (B)(6) 2021. Dor: (B)(6) 2022. Unknown hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.